Event description:
Pt was implanted with a vascular graft in fem-pop position in 02. In july, pt underwent an echo doppler examination since they had leg pain. A fluid collection was noted. Pt was hospitalized and graft was found to have occluded then for 2-3 days. A fibrinolysis was performed w/o success. Physician used a fogarty catheter to restore blood flow. However, bleeding was noted through the graft which was then replaced with a new graft. Pt is reported to be doing fine.